Event description:
On (B)(6) 2010, the patient was implanted with a scs system. It was reported that the pt's stimulation would stop every 12 hours. On (B)(6) 2010, the ipg was explanted and replaced.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.